Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that her blood glucose level did not transfer from the meter to the insulin pump. In the alarm history a failed self-test and a low battery alarms were found. The insulin pump's screen went black and it reset. Customer's blood glucose level was 90 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test and was unable to communicate with the test blood glucose meter due to a faulty connector on the remote frequency board. The insulin pump was unable to test for low battery test due to alarm. The insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.